Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose was 25.5 mmol/l. Customer stated that during night he was bloused several times but blood glucose did not go below 15 and he was contact with health care professional. Customer stated that not sure if there air bubbles, no skin irritation and did not leak. Customer also stated that high pressure test was passed. Customer was advised to change infusion set and reservoir and to adjust basal rates. Reservoir will not be returned for analysis.